Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility via a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient pain pump keeps pumping more medication that it should. It was noted the patient gets itchy, numb, nauseous, and very tired for no reason. It was noted it was happening more frequently. Concomitant medical products include: trazadone 100 mcg, tizanidine 4mg, methotrexate 2.5 6 pills once a week, levothyroxine 137 mcg, pramipexole 0.5mg, folic acid 1 mg, metoprolol tartrate 25mg, melatonin 10mg, coq 10 600mg, and gingerroot 550mg. It was noted that the event required intervention. The event date was (B)(6) 2018. No further complications were reported.